Event description:
Paramedics were called to an elderly male found unresponsive. The pt was diagnosed with fine ventricular fibrillation. A countershock was administered and the pt's rhythm converted to asystole. External pacing was administered. After an unreported period of time, the device displayed a leads alarm and pacing stopped. The operator was unable to restart the pacemaker. CPR and drug therapy was administered. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.